Event description:
Tap. It was reported that 128 days after implantation of a 2.50x12 mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the mid left circumflex artery distal to the 1st obtuse marginal artery. A pre-intervention stenosis of 98% was reported. The lesion was balloon dilated and a 2.50x12 mm taxus stent was deployed in the lesion. A post-intervention stenosis of 20% was reported. No information was reported concerning the tortuosity or calcification of the vessel or patient medication. The patient was reported to have tolerated the procedure well. The patient presented 128 days later with an in-stent restenosis of 80% in the mid left circumflex artery. After balloon dilation of the restenosis region in the previously placed 2.50x12 mm taxus stent, a stenosis of 0% was reported. The patient was reported to have tolerated the procedure well.